Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified smooth saline breast implants experienced left sided autoimmune issues, fevers, lupus, vomiting, chronic fatigue fibromygalgia, sjournes disease and left sided deflation post procedure. On an unspecified date, patient was involved in an accident. As a result, patient underwent bilateral removal with no replacement on (B)(6) 1994. This medwatch form is for the left breast prosthesis.